Event description:
It was reported that the device charger would not connect and required replacement, and the user received troubleshooting and education with no device alerts or alarms reported. Symptoms included no adverse clinical effects. Outcomes included no impact to health or medical care. Investigation included customer interview and remote troubleshooting. Investigation of this case revealed a charging connection failure consistent with a charger component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.